Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the bisector would not cauterize. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: from the investigation, no visual non-conformities were found on the bisector. Resistance measurements were taken with a digital voltmeter and the device was found to be within specifications. With the application of power, steam could be seen coming from the bisector. From the testing, the device functioned continuously. The complaint for the bisector would not cauterize is not confirmed. A lhr review cannot be performed because the lot number was not provided by the hospital.